Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high defibrillation threshold test (dft) measurements and low shock impedance measurements less than 20 ohms in the triad configuration. The daily measurements show shock impedance measurements in the 40's which had increased from 35 ohms at the implant procedure. The shock impedance measurements were normal in the other configurations. It was noted that a competitor's subcutaneous adapter was utilized and is likely plugged into the proximal port and the proximal coil is capped. At this time, the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided which noted that a surgical revision was later performed to upgrade the patient's therapy. It was noted that the non-(B)(4)subcutaneous array defibrillation lead was fractured. The leads were tested separately via the pacing system analyzer (psa) and the low shock impedance measurements were confirmed to have been caused by the non-(B)(4) array lead. This rv lead was noted to have been placed high on the patient's rv septum; therefore, the lead was surgically abandoned and a new rv lead was implanted in the rv apex for better dft's. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.